Event description:
Patient was in office for an image guided fusion prostate biopsy. Patient was positioned on the table. When demonstrating the sound of the biopsy gun, the gun did not fire. We were unable to use this gun to do the procedure. Gun put to the side to send back. New biopsy gun utilized to complete procedure. Manufacturer response for disposable core biopsy instrument, bard max core disposable core biopsy instrument (per site reporter).